Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("second ectopic pregnancy after essure implantation") in a 23-year-old female patient (gravida 7, para 4) who had essure (batch no. A66683) inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included miscarriage and ectopic pregnancy with contraceptive device. Concomitant products included medroxyprogesterone (depo provera) since 2010 for contraception. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with metoprolol, baclofen, oxycodone and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the ectopic pregnancy with contraceptive device outcome was unknown. The reporter considered ectopic pregnancy with contraceptive device to be related to essure. The reporter commented: the plaintiff experienced previous ectopic pregnancy captured under the cases (B)(4). Patient had bilateral salpingostomy (as reported) on an unspecified date. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: it was in the right place, 4 coils right & 4 left. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-sep-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("second ectopic pregnancy after essure implantation") in an adult female patient (gravida 7, para 4) who had essure (batch no. A66683) inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included miscarriage and ectopic pregnancy. Concomitant products included medroxyprogesterone (depo provera) from (B)(6) 2010 to (B)(6) 2013 for contraception. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (bilateral salpingectomy). Essure was removed. At the time of the report, the ectopic pregnancy with contraceptive device outcome was unknown. The reporter considered ectopic pregnancy with contraceptive device to be related to essure. The reporter commented: the plaintiff experienced two ectopic pregnancies captured under the cases (B)(4) respectively. Patient had bilateral salpingostomy (as reported) on an unspecified date. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: it was in the right place, 4 coils right and 4 left. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.